Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
The unit was rebooted which resolve the issue. There was no repair. Block a: no report of patient involvement. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the unit was rebooted which resolve the issue. There was no repair. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.